Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure for a leadless implantable pulse generator (ipg), the device was repositioned two times due to no capture. During repositioning after the second recapture of the device, the patient had hemodynamic changes. A perforation of the right ventricle was suspected and an echocardiogram was performed noting cardiac tamponade. A pericardiocentesis was performed and resuscitation efforts were attempted but were unsuccessful and the patient expired.